Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 11500a inspiris valve underwent redo aortic valve replacement after an approximate implant duration of six (6) months due to a large paravalvular leak from a bovine pericardial root enlargement. During the reoperative procedure the leak was confirmed to be at the pericardial patch and the patch itself was found to be very soft and fell apart. The surgeon cleaned out the entire area and the explanted valve was replaced with a 25mm 11060a konect aortic valved conduit. The patient was expected to be discharged home on pod #5. The pathology report showed plasma cells/lymphocytes indicating that the body was rejecting the explanted inspiris valve. The surgeon suspects the pathology report was describing the bovine pericardial patch and not the bovine leaflets of the valve.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the device serial number was not provided. Paravalvular/perivalvular leak (pvl) refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. The mechanism behind late pvl is not well understood but may be related to cardiac remodeling. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed.